Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2012 due to high lead impedance and due to generator/lead compatability. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported on (B)(6) 2012, to a clinical specialist that high lead impedance was observed during diagnostics on this day. The device was subsequently disabled. The patient did not have any falls recently, but she has been using a rowing machine which may have contributed to the high impedance. However, this cannot be confirmed with the information provided. The physician referred her to a surgeon for a full revision, and x-rays were taken. However, the results of the x-rays were not provided by the physician, and at this time, a copy of the x-rays are likely not being sent to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the explanted generator and lead were available for return to the manufacturer for analysis. Risk management reported that they did not want to return the devices until the patient designated permission because she stated "there was a product failure." However, no specifics were provided. The products were received by the manufacturer on (B)(6) 2012. Product analysis was completed on both products. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Of note, the decoder spreadsheet reveals that the prechange impedance value was 2538 ohms, and on (B)(6) 2012, the impedance value was measured as 9053 ohms. An analysis was performed on the returned lead portions and the reported allegations were not confirmed. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. (Majority of the lead was not returned.) The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.